Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a helathcare provider (hcp) via a patient who was receiving fentanyl , clonidine , and bupivacaine via an implantable pump for unknown indications for use. It was reported that they were in the hospital due to an infection around the pump and the hospital had been trying to reach the managing physician all day because they wanted to transfer the patient to a hospital where the managing physician would be able to see the patient. The patient stated that she also had not been able to connect with anyone at the clinic. The patient wanted to know if medtronic could reach the managing physician. Additional information was received from a healthcare provider (hcp) stated that the patient has a possible pump pocket infection. The hcp stated that "the guy who inserted the pump has done like 3 washouts" on her in the past 2 months. The last washout was done about a month and a half ago. The hcp was seeking guidance from the managing physician on next steps. The issue was not resolved through troubleshooting.